Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week of post deployment, computerized tomography pelvis showed that there has been interval placement of an inferior vena cava filter. Inferior to this filter, there was a low attenuation lesion in the inferior vena cava extending into the left iliac vein, representing thrombus. A small amount of thrombus extended cranial to filter. Around eighteen days later, single supine abdominal radiograph showed that an inferior vena cava filter projects over right lateral l-2 vertebral body unchanged. Interval placement of enterostomy tube with tip projecting over mid abdomen. Around three days later, there was minimal residual thrombus in the left external iliac vein (series 2, image 79), markedly improved from the level of clot burden identified on the comparison study. Around five years and eight months later, x ray showed that the patient filter appeared to have a significant tilt but could not assess whether the legs of the filter were extraluminal, but this certainly appears possible. A computerized tomography scan demonstrated that the inferior vena cava filter does appeared to have several legs that were extraluminal. None of these limbs appeared to enter the duodenum or other nearby structures, but there were several that appear to perforate the inferior vena cava. There was no surrounding hematoma and not really any inflammation. No other obvious abnormalities to explain the abdominal pain were clearly seen. It appears to be a g2 filter, which was potentially retrievable. Around thirteen days later, the patient presented with abdominal pain and inferior vena cava filter with extraluminal legs status post placement six years ago for severe trauma. So, the patient has scheduled for inferior vena cava filter removal. Access was gained via right internal jugular vein and 8 french sheath was placed over the wire and then placed a pigtail catheter into the interior vena cava below the filter with the help of a j-wire. Inferior venacavogram was performed which showed the cava to be widely patent. Then it was replaced an amplatz super stiff wire, placed the large sheath for the retrieval cone from bard and brought the retrieval cone into the inferior vena cava, captured the top of the filter and collapsed the filter within the sheath, withdrawing it slowly and entirely along with the wire. This 1was brought out on the field and full retrieval was found to have occurred. Then did an injection through the sheath that showed no significant worrisome extravasation following removal. Then removed the sheath and held pressure in the neck for several minutes. Therefore the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and perforated into the inferior vena cava. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/ motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and perforated into the inferior vena cava. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.